Event description:
It was reported the programmer would not upload to current software via the sdn (software distribution network); it needs to be upgraded. Slow boot time was also reported. Follow-up confirmed the programmer worked fine once it got past the slow boot-up. The programmer was returned for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the programmer would not upload to current software and slow boot-up. The hard drive was reconfigured and software was reloaded. It was also noted that the electrocardiogram (ECG) connector was loose on the link electronic module (lem) circuit board and the fan was noisy. Product ID: 229047 analyzer. (B)(4).